Event description:
It was reported that during the ventricular tachycardia (vt) procedure, the smart touch unidirectional catheter deflection did not respond while in the left ventricle (lv). The catheter was exchanged and the procedure was completed successfully. There was no patient injury reported. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on april 29, 2014, the bwi failure analysis lab noted that the tip dome had char that measured more than 1 mm. This condition was not reported by the customer. The amount of char found is indicative of a reportable event, thus marking april 29, 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4) it was reported that during the ventricular tachycardia (vt) procedure, the smart touch unidirectional catheter deflection did not respond while in the left ventricle (lv). The catheter was exchanged and the procedure was completed successfully. There was no patient injury reported the returned device was visually inspected upon receipt and the tip dome was found with char. This condition was not reported by the customer. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed. Then per the reported event, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the reported customer complaint has been verified. The root cause of the char remains unknown. An internal corrective action has been opened to address the t bar issue.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).